Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, it was found that the power connector of the unit was corroded. Also, dust/dirt contamination was found, and the device was scrapped. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third-party service center visually inspected the device. During evaluation, the power connector of the unit was corroded. In addition, dust/dirt contamination was found. This incident has been deemed reportable due to the corrosion found on the power connector and the device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Secondary findings include corrosion on metallic surfaces. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.